Manufacturer narrative:
The lot number for the two malfunctions was provided and a lot history review was performed. The devices for both malfunction has not been returned for evaluation, however, one photo for one malfunction was provided. Based on photo review investigation is confirmed for the alleged catheter hub crack. For the second malfunction the investigation is inconclusive for the reported event. Based on the available information, the definitive root cause is unknown. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model nod8lpt chronic catheter allegedly experienced a break. These reports were received from various sources. Both malfunctions involved a patient with no reported patient consequences. Of the two reported patients, both patients were (B)(6) years of age, one patient was female and one was male; however, both patients' weight was not provided.